Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker underwent a magnetic resonance imaging (MRI) scan. After the device was taken out of MRI protection mode, the patient was observed to be in a ventricular arrhythmia and was symptomatic. The presenting rhythm was as/vs at 190/200bpm, possibly supraventricular tachycardia (svt), and the device stated a ventricular episode was in progress so it was unable to determine pace impedance measurements. Technical services noted the arrhythmia logbook showed previous episodes of svt stored in the device. The patient was sent to the emergency department due to their symptoms. The device was functioning as programmed. It was unknown if the arrhythmia started while the patient was in the MRI scan or after the device was reprogrammed. The device remains implanted and in service.